Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, a pair of pliers landed on the pump touch screen and the touch screen became shattered. Customer is unable to interact with the pump to deliver insulin or make changes due to the shattered touch screen. Customer's blood glucose was between 80-91 mg/dl. Reportedly, the customer reverted to a backup pump for insulin therapy.